Manufacturer narrative:
The product lead been received by boston scientific. Upon analysis completion, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was found dislodged. Surgical intervention was performed and the lead was removed and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was found dislodged. Surgical intervention was performed and the lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to a visual inspection. Lead have not met specifications. Product investigation provides additional information. The dislodgement allegation was confirmed based on observation that two of the tip tines were damaged. They appear to have been cut rather than torn, likely due to handling damage. A suplemental report will be generated.